Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 (air in line) alarm, followed by a cascading se 2367. This occurred on the homechoice (hc) machine during fill four of five. A baxter technical service representative (tsr) assisted the home patient (hp) to cycle the hc machine to clear the alarms. The tsr explained the alarms to the hp and assisted the hp in turning the hc off. The tsr advised the hp to start over with all new supplies on the hc or use manual supplies to complete her therapy. The tsr also advised the hp to contact her peritoneal dialysis nurse (pdn) to notify pdn about the occurrence of the alarms. The hp understood and stated the top bag fell off hc and came undone. The hp would contact the pdn right away. There was patient involvement; however there was no adverse event. No additional information is available.

Manufacturer narrative:
(B)(4). The hp reported that a supply bag had fallen and disconnected. The disconnected tubing is a known cause of the se 2240 alarm which was reported. This is a user error and the homechoice and homechoice pro apd system guide informs the user to place all supply bags on a flat, stable surface. The guide also warns that a fallen bag can result in a disconnection or leak. A review of the labeling for the product family will be performed. Should additional relevant information become available, a follow-up will be submitted.